Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (336 mg/dl). Reportedly, the pump trainer inputted the incorrect value for insulin duration. Tandem technical support (cts) recommended the customer contact their healthcare provider prior to adjusting the settings. Customer delivered a bolus to stabilize blood glucose levels. Additionally, the customer reported that they had recently eaten prior to contacting cts and that this may have contributed to the elevated bg.